Manufacturer narrative:
Product analysis: optical examination identified that the upper jaw is sheared at the locking pin. The location and amount of force required in order induce fracture of the shaft is consistent with overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient underwent left l4-l5 discectomy/decompression.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via mhra regulatory body that the patient underwent a spinal decompression surgery. Intra-op, while using the reported instrument, its upper jaw completely snapped off and fell into the disc space. The snapped jaw was retrieved successfully from the disc space; with no fragments of the instrument remaining inside the patient. No patient complications were reported.